Event description:
On (B)(6) 2012, hansson pin operation was performed at other hp. Afterward the pt fell down and fractured at the entry point of the pin. In this hospital, hansson pin was extracted and orif with gamma long nail was performed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.